Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery unable to charge) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that one of his batteries was displaying a red circle with a line through it and was unable to charge. The pt was provided with a replacement battery.